Event description:
It was reported that the device would not deploy in the left external iliac vein. The catheter separated from the tuohy-borst system. It was reported to be a non-tortuous path. The device deployed a few centimeters then froze. Dr removed entire system. A viabond was placed.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was not returned for evaluation, as it was discarded by the hospital. The results of this investigation are inconclusive. This application represents an off-label use for this device. The info for use for this device states: the fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted.